Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking four days after the filling process. The site had leaks from the side of the bag/bladder. The site did not find any leaking cassettes during their filling or inspection processes on the day of production but found the leaking cassettes prior to the packaging process after the minimum 4-day hold. There was no patient involvement.

Manufacturer narrative:
Five used cassettes were received with no visible damage or anomalies. Functional testing was performed, and leakage was found in 3 of the 5 cassettes. The leakage was found to be coming from the seam of the internal bag. Root cause analysis is being addressed under additional investigation. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.